Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer alleges that the software on their st80i is not making the accurate interpretation of some arrythmias on their device. There is no report of serious injury/harm to the patient .